Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the machine was not working as the time was off for 10 minutes. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-oct-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that time was incorrect. A technical support specialist dialed into the station and followed knowledge article "device time is incorrect". Tss sent email to customer and confirmed issue was resolved. The system functioned as intended after the technical support specialist troubleshot the issue.